Event description:
It was reported that a balloon rupture occurred. On (B)(6) 2026, the patient underwent right upper limb angiography and balloon dilation for an arteriovenous fistula. The 90% stenosed target lesion was located in a severely tortuous, non-calcified right upper limb vessel. A 6.0 x 60, 75 cm mustang balloon catheter was advanced for dilatation. During dilation of the stenotic segment, blood was observed in the inflation device, and the balloon ruptured. The device was removed, and the procedure was completed using a new 7 mm x 60 mm mustang balloon catheter. There were no patient complications related to this event.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. E1: initial reporter phone: (B)(6).